Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was reported that the battery compartment was damaged and there was was moisture visible in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/11/2017 with the following findings: on investigation there was no visible moisture in the battery compartment or behind the display lens. The battery compartment was confirmed to be cracked. Leak testing failed due to a battery compartment leak. There was no moisture damage to the pump¿s interior compartment. Investigation confirmed the complaint.